Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in left anterior descending artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the proximal part was lifted up during withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in left anterior descending artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the proximal part was lifted up during withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion has 80% stenosis, mildly tortuous and with 75% calcification.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in left anterior descending artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the proximal part was lifted up during withdrawal. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion has 80% stenosis, mildly tortuous and with 75% calcification.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.